Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd facscanto ii cytometer 4/2 system ivd that the customer had liquid on the floor of our canto three times in a row and it gushes out of the top of the waste canister. It was about 3/4 full, but there was no warning message. The following information was provided by the initial reporter that we have had liquid on the floor of our canto three times in a row. Today we could see where the liquid is coming from. It gushes out of the top of the waste canister. This was about 3/4 full, but there was no warning message. "

Event description:
It was reported that while using the bd facscanto ii cytometer 4/2 system ivd that the customer had liquid on the floor of our canto three times in a row and it gushes out of the top of the waste canister. It was about 3/4 full, but there was no warning message. The following information was provided by the initial reporter that we have had liquid on the floor of our canto three times in a row. Today we could see where the liquid is coming from. It gushes out of the top of the waste canister. This was about 3/4 full, but there was no warning message. "

Manufacturer narrative:
H.6 investigation summary investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960, serial # (B)(6). ¿ problem statement: customer reported complaint regarding leakage of biohazard not contained within instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 09aug2021 to 09aug2022. ¿ complaint trend: there are 20 complaints related to reported issue. Date range from 09aug2021 to 09aug2022. ¿ manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of biohazard leak not contained within the instrument was due to a wrong connection for the hose on the sensor. The customer reported an issue of liquid flowing out of the top of the waste canister and sent a video. The system support engineer (sse) observed the video and confirmed that the hose was on the wrong connection. The sse directed the customer to change the connection. The customer changed the connection for the hose on the sensor. After the repair activity, the sensor was working properly, and the instrument is performing as intended. Although the leak was waste and there was a potential for exposure to biohazard material, there was no skin contact. No user was harmed or injured. Bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A, indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. This can be found on page 147 in cleaning the surfaces. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: na, case # (B)(4). Install date: 24jun2009. Defective part number: na. Subject: 338960 - bd facscanto ii cytometer 4/2 system ivd - liquids come out of waste sensor description: email from the customer: we have had liquid on the floor of our canto three times in a row. Today we could see where the liquid is coming from. It gushes out of the top of the waste canister. See video... This was about 3/4 full, but there was no warning message. Case comments: o (8/9/2022 6:02 am) email from the customer: we have had liquid on the floor of our canto three times in a row. Today we could see where the liquid is coming from. It gushes out of the top of the waste canister. See video... This was about 3/4 full, but there was no warning message. What is the reason for this? O (8/9/2022 6:04 am) von tobias observes on the video that the hose is on the wrong connection - the customer aligned and asked to change the connection. Ok she does that and watches, if she doesn't get in touch the case can be closed o (8/18/2022 2:31 am) the customer has not contacted us again, as agreed with her, the case will be closed. O (8/18/2022 2:31 am) the customer changed the connection for the hose on the sensor, since then the sensor has been working properly. Instrument works in accordance with technical documentation. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A , bd facscanto ii flow cytometer (fluidics) was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O item: 6. Waste o function: 6.1 contain waste o potential failure mode : 6.1.1 waste not contained o potential effect(s) of failure: 6.1.1.1 biohazards o potential cause(s)/mechanism(s) of failure : 6.1.1.1.2 waste container overflows o residual sev: 9 o residual occ: 2 o residual det: 1 o residual rpn: 18 ¿ root cause: based on the investigation results the root cause of biohazard leak not contained within the instrument was due to a wrong connection for the hose on the sensor. ¿ conclusion: based on the investigation results, the root cause of biohazard leak not contained within the instrument was due to a wrong connection for the hose on the sensor. The sse directed the customer to change the connection. The customer changed the connection for the hose on the sensor. After the repair activity, the sensor was working properly, and the instrument is performing as intended. ¿ supporting document: n/a h3 other text : see h.10.